Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient's ipg would not communicate with external devices. A manufacturer representative confirmed the issue and the ipg deemed inoperable. As a result, ipg was explanted and replaced restoring the therapy.